Manufacturer narrative:
Device not available for return. Internal investigation in process but not yet complete.

Event description:
It was reported that: "the surgeon placed the k-wire in the scaphoid in the standard way without any problems. He attempted to drill over the k-wire with the 2.4mm cannulated drill. He was unable to get the drill down to the appropriate depth, so he took an x-ray and found that the drill had sheared the k-wire in half. The k-wire did not snap or break as has happened in the past. Instead the drill split the k-wire in half longitudinally. He required additional 30 mins to remove broken kwire and metal shavings. Then replaced kwire drilled without any problems and placed the twin fix screw.